Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that an unknown abutment screw fractured inside of the implant during the prosthetical phase. The implant was removed. Tooth location 13.

Manufacturer narrative:
One osseotite® tapered certain® implant 3.25 x 10mm (xifnt3210) was returned for investigation. Visual inspection of the as returned product identified that the implant. The internal drive feature is confirmed to contain the reported screw, which was too badly damaged to be removed. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.